Manufacturer narrative:
H3. Analysis of the recharger found that it would not do telemetry as a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) was having difficulty charging the implant. Patient said for some reason the implant would get up to 40% and then they would have to close it out because they had been on it for most of the night. Pt then said the next day it would say excellent charging and then it would start from 40% then get to 60% but the ins would not get to a full 10%. Pt said right now the implant was up to 60%, but a minute ago it said good, but it only putting 10% on it. It would just go to 40%, and they had to wait. Pt had been trying to charge for 5 or 6 hours and nothing happened. Pt tried to charge today for 1 hour and 45 minutes but the ins only got to 60%; pt had reset the controller but nothing would happen. During call pt inspected the recharger and controller port, but did not see any damage. Pt reported that the recharger pad was getting hot and had been that way ever since they got it.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Correction: the initial reporter's phone number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.